Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, minor scratches on display window and missing the reservoir tube lip o-ring noted. Unable to confirm broken belt clip due to the insulin pump was returned without belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The reservoir's o-ring was coming out. More than half of the top of the reservoir compartment was also missing. The customer was putting in a reservoir when it broke. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.